Event description:
Report received from (B)(6) stating the device "was over heating and error code e2 and e6 on the console." No injuries involved. There was no add'l info provided.

Manufacturer narrative:
The device was received by anspach. If add'l info is received, a supplemental report will be sent. (B)(4).